Event description:
The client was being transported to the bathroom when the sling clip came off the post. The staff member held the client's head up while the client was lowered to the floor. No injuries were reported.